Event description:
General report of delay of therapy during alarm condition rec'd. The customer reported that nurses have rec'd intermittent (about once a week) "cassette" and "door" alarms. There was no specific info available regarding the type of solution. The IV's had been hanging for a few hours when the alarms occurred. Sometimes the nurses did troubleshooting, other times they changed the tubing to solve the problem. In one incident on a pt with a low blood pressure, when the flow rate was increased, a cassette alarm occurred. It took the nurse several minutes to silence the alarm and get the infusion running again. A drop in the patient's blood pressure of 30 points to an unspecified level was observed. "Eventually the alarm was silenced and the infusion continued which resulted in a return to the patient's baseline blood pressure." No patient harm was reported. Additional patient info was requested, but no further info was available.